Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/painful periods"), fatigue ("fatigue"), cyst ("cysts"), menorrhagia ("menorrhagia/excessive/abnormal menstrual bleeding/prolonged menses"), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), memory impairment ("forgetfulness,") and menstruation irregular ("irregular menses") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, cyst, uterine leiomyoma, menorrhagia, abdominal pain, back pain, memory impairment and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, cyst, dysmenorrhoea, fatigue, memory impairment, menorrhagia, menstruation irregular, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff may have to undergo additional surgeries, diagnostic testing, treatment, and rehabilitation into the definite future. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/painful periods"), fatigue ("fatigue"), cyst ("cysts"), menorrhagia ("menorrhagia/excessive/abnormal menstrual bleeding/prolonged menses"), abdominal pain ("severe abdominal pain"), back pain ("lower back pain"), memory impairment ("forgetfulness,") and menstruation irregular ("irregular menses") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, cyst, uterine leiomyoma, menorrhagia, abdominal pain, back pain, memory impairment and menstruation irregular outcome was unknown. The reporter considered abdominal pain, back pain, cyst, dysmenorrhoea, fatigue, memory impairment, menorrhagia, menstruation irregular, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff may have to undergo additional surgeries, diagnostic testing, treatment, and rehabilitation into the definite future. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: legal claim received. Reporter added. Events painful periods clubbed with dysmenorrhea, excessive/abnormal menstrual bleeding/prolonged menses clubbed with menorrhagia and events severe abdominal pain, lower back pain, forgetfulness, and irregular menses were newly added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, fatigue, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.